Manufacturer narrative:
Omit:a25 - no apparent adverse event (3189),c19 - no device problem found,d14 - no problem detected.

Event description:
It was reported that the device had an error code of 354.6770. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code 354.6770 on 8110 unit was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, check pressure sensor harness. Replace pressure sensor. Replace logic board. Return the module to the factory. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code of 354.6770. There was no patient involvement.